Event description:
Screw driver tip broke while trying to remove the screw.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed a portion of the tip broke off. The fractured piece was retrieved from the patient and was not returned. Previous investigations found the root cause is attributed to the supplier¿s heat treating process; corrosion found with carbide embrittlement as a possible contributing factor. Improvements to the heat treating process have been recognized and a supplier change request to heat treat all 400 series stainless steel components in the united states has been implemented and released. (B)(4) released 10/03/2012 to request the use of an already approved heat treat supplier, (B)(4) heat treat. Monitor through trend analysis. The date code a0510 indicates the instrument was manufactured in may of 2010, and was manufactured prior to the changes. No further action indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.